Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Evaluation noted the revision reported was likely the result of the patient's fall, which led to functional limitations, pain, and a periprosthetic fracture. The surgeon indicated the event was "definitely not related" to the devices.

Event description:
Index surgery: (B)(6) 2015. Revision of hip component due to periprosthetic fracture after a fall. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision of hip component due to periprosthetic fracture after a fall. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.